Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 06-mar-2023. H6: investigation summary a complaint of fluid blockage at the filter was received from the customer. Five samples were returned for investigation. Through visual inspection, no defects or damages were observed. The sets were each primed successfully. No flow issues were observed. The failure could not be replicated, and the complaint could not be verified. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing was blocked during the lipid infusion. The following information was provided by the initial reporter: "on 11/5 x1 lot unknown "lipids became occluded in tubing...would not flow...""

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing was blocked during the lipid infusion. The following information was provided by the initial reporter: "on 11/5 x1 lot unknown "lipids became occluded in tubing. Would not flow.""